Event description:
The customer was concerned about her meter readings. It was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the readings. She was able to reset the meter to mg/dl, and no product will be returned.